Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by performing a pump reset and changing to a new cartridge.